Event description:
It was reported during a pvc/vt ablation using a therapy cool path ablation catheter, the pt experienced a pericardial effusion, which required surgical intervention to create a pericardial window. A non-sjm mapping catheter was placed in the coronary sinus and a quad catheter was placed in the right ventricle. The ensite classic and ep workmate systems were used for mapping and recording. Successful transseptal access using fluoroscopy was performed using a fast cath introducer and brk needle. The cool path catheter was placed into the left ventricle to map for pvcs. Staff noticed that the intracardiac ablation signals on the ensite system did not appear to be correlating with where the ablation catheter was being manipulated. Troubleshooting showed that the pin box outputs on the workmate amplifier were reversed. After the a and b inputs on the ep workmate record connect were switched to the correct positions and the pin box was replaced, all intracardiac electrograms were then displaying correctly on ep workmate. However, the distal four electrodes on the duo deca, the entire quad catheter, and the number four electrode on the ablation catheter would not locate on ensite navx. All other electrodes located fine. The ensite system was rebooted. During the reboot, the physician continued to pace map for pvcs in the left ventricle while using fluoroscopy. Once the system was rebooted, the same electrodes remained distorted on the ensite display. At this time, the physician ordered the distorted electrodes turned off on the display. The proximal number four electrode on the ablation catheter, which was used for mapping, was the only distorted electrode on this catheter and was also turned off. Intracardiac electrograms on this catheter were fine, however, and these are what he used for mapping in conjunction with fluoroscopy. A right atrial model was created to map spontaneous induction of atrial tachycardia, which self-terminated, so the physician resumed pvc mapping with the cool path catheter in the left ventricle. Shortly thereafter, the pt became hypotensive and an intracardiac echocardiogram revealed a 2cm pericardial effusion. Catheter were pulled back, protamine was administered and a pericardiocentesis was performed, which removed approximately 800cc of blood, some of which was re-infused. A second echocardiogram showed the effusion resolving; however, the drainage of blood would not cease. The pt received two units of fresh frozen plasma and four units of blood and the operating room team was called to the lab. The pt was taken to the operating room for creation of a pericardial window. Info received the next day indicated that the perforation occurred in the left ventricle. The pt was extubated and was doing okay.

Manufacturer narrative:
One therapy cool path 7f catheter was received for complaint eval. Visual inspection revealed no anomalies. The catheter created the correct curve which matched the required template and the steering force to create a curve met the required specification. The catheter did not show stiffness during use and deflected normally. The catheter also passed the ablation simulation, pressure drop and flow rate tests. The catheter failed the continuity and EKG noise level tests, revealing no signal from electrodes #3 and #4. The catheter tip was investigated under the microscope, revealing no non-conformities. To verify the continuity issue, the catheter connection was opened. The internal components were intact with no issues observed. Then the catheter was dissected at electrode #4 area and the conductor wire #4 was found broken at the spot weld joint of the electrode, resulting in no continuity or EKG signal from the pair of band electrodes #3 and #4. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The most probable root cause classification of the reported cardiac perforation is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.